Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of remote monitoring data identified a gradual decrease in pacing impedance measurements on the atrial and right ventricular leads. Measurements were still within normal limits between 560 ohms to 650 ohms. Threshold measurements have been largely stable over the course of the past year with an occasional spike. Stored electrograms are clean and free of artefact. A boston scientific technical services consultant documented the information and recommended to continue routine follow-up visits. Additional information was received that atrial undersensing was observed. No adverse patient effects were reported.